Event description:
It was reported that an MRI was being performed to check for granuloma/inflammatory mass. The drug delivered in the pump was unknown. Patient outcome was not provided. Additional information has been requested but was not available for the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# l63771, implanted: (B)(6) 1999, product type: catheter. (B)(4).